Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. In addition, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, indicated by the presence of tool marks on the device case, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented to make the bond more robust.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during a normal replacement procedure, the header for this implantable cardioverter defibrillator (ICD) had broken off. It is unknown if the header became loosened while implanted. No adverse patient effects were reported.

Event description:
The ICD was returned.